Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the power supply was not working and the batteries were not charging. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field svc rep (fsr) ordered a replacement power supply for the unit.